Event description:
It was reported during post operative programming after the ipg replacement procedure (reference MFR report 1627487-2014-5144) the patient was not receiving coverage on left side due to autoreduction. Diagnostics determined invalid impedances on the lead. The sjm representative was unable to resolve the issue with the reprogramming. As a result, the lead was explanted and replaced. Reportedly, the patient was receiving effective coverage following the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.